Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 19 occurred during basal delivery and multiple change cartridge error messages occurred with multiple cartridges. The customer did not check their blood glucose level. It was confirmed that the customer had a backup method of insulin delivery available.

Manufacturer narrative:
(B)(4).